Event description:
Bard powerport inserted on (B)(6) 2016 was not able to aspirate after access on (B)(6) 2016. A port study found that the catheter was cracked and required surgical removal. Dates of use: (B)(6) 2016. Diagnosis or reason for use: chemotherapy. Event abated after use stopped or dose reduced? Yes.